Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the transmitter and the pump were on opposite sides of the body. Customer moved pump and transmitter within range of each other, however the reported issue persisted. Customer reset pump, and pump and transmitter regained connection. No additional patient or event information was available.